Event description:
It was reported that the pt's physician had difficulty aspirating fluid through the catheter access port (cap). The physician the decided to push dye through the system from the cap. It was unclear whether a cap dye study was then performed. It was discussed that by performing this procedure, the pt rec'd approx half of the daily dose of pump medication, within a two or three minute period of time. The pt was to be watched for a possible adverse event or overdose. No information was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)